Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient that underwent a da vinci hiatal hernia repair procedure on (B)(6) 2011. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery:problems with nerves in lower back, back and tail bone. Unable to sit for long periods of time because legs go numb.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.